Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the lower jaw bent. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a tlh procedure, the gen11 notified during activation that the enseal had to be replaced and activated again. The enseal stopped sealing from that point. After the first notification, the jaws were cleaned with nacl, but that didn¿t bring any positive results. After three times the gen11 notified that the enseal should be replaced. There were no patient consequences except longer or time then necessary.